Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that a piece of metal fell of the device during a kidney/adrenal gland procedure. Nothing fell into the patient&#38112;cavity and there was no injury.

Manufacturer narrative:
(B)(4). The reported condition of a piece of metal falling off the device was not confirmed. The investigation found no pieces missing from the instrument. Mechanical function of the jaws, latch, knife blade and trigger were normal. The blade was inspected and was intact. The investigation could not determine the cause of the customer's report. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.